Event description:
Customer service received an email from the customer stating that his contour meter was reading high. The customer tested his blood glucose using his contour meter and received readings between 90-110 mg/dl. He retested using another meter and received readings between 40-60 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. When the other meter read low, the customer stated that he felt low and had to take action. The customer did not provide any other information. Customer service responded to the customer's email, but there has been no further contact. No product will be returned.

Manufacturer narrative:
The customer did not provide his address or phone number in his email to bayer. He also did not provide product information. It's not possible to determine the manufacture date or 510k number without the meter information.